Event description:
(B)(4). My implants were done in (B)(6) 2008. My periods became painful and heavy, 2 week intervals for two weeks at a time. I had ended up with dysplasia as well so my doctor did an ablation and leep procedure in 2011. Since then I've had many issues come up. Ptsd, depression, altered moods, cramping, sharp pelvic pains, abnormal menses, period stops and starts randomly, ovarian cysts, discharge, p.i.d., pain while ovulating, back hip thigh pelvic rib abdominal chest neck and chronic bone pain and joint, incontinence, hot flashes, cold sweats, unexplained fevers, chronic infection, breast tenderness and pain, nauseous, vomiting, heartburn, gas, ibs, migraines lasting two weeks or more, numbness, tingling, burning of extremities, brain fog, confusion, forgetfulness, vitamin d deficiency, auto immune disorders, allergies went from 3 or 4 to 33 severe without testing foods, nuts or metals, hives, rashes, acne, itching, eczema, cysts, boils, neuropathy, shingles, labored breathing, asthma, hair follicles tender or painful on my head, leg edema, insomnia, chronic fatigue, weight gain, tmj, vision blurry or loss, dry skin, bloating, sensitive to touch